Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 131188: 25 items manufactured and released on (B)(6) 2013. Expiration date: (B)(6) 2018. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery was performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: revision surgery for loosening of femoral stem in a partial hip arthroplasty performed one year before on an elderly lady, diagnosis unknown, but most likely consequent to proximal femoral fracture. The stem is slightly valgus, the uneven cement mantle is clearly detached from the medial bone, which suggests that during stem insertion conditions could not be kept optimal. The position of the femoral plug is very distal, reason unknown. The resection was performed with an oblique angle and it is rather low: the influence of these parameters on the poor outcome cannot be determined. We cannot see that a defective device caused this adverse event.